Event description:
It was reported that the patient was unable to disconnect the transfer set from the patient line of the cassette. This occurred after peritoneal dialysis therapy. The patient clamped proximal to the twist clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.